Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample while using the vitros 5600 integrated system. Root cause could not be determined. An instrument issue or a vitros troponin I es reagent performance issue cannot be ruled out as contributing factors. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as it is not known if the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent lot 1930. Vitros tropi es= 0.152 ng/ml versus expected 0.0146 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was reported from the laboratory. A corrected report was issued and there was no allegation of patient harm as a result of this event. (B)(4)